Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range impedance measurements. The out-of-range measurements were intermittent. The patient was brought into the clinic for further testing and no noise could be produced. The physician plans to continue the normal follow-up schedule at this time, and wait until the patient needs a routine device change out to decide what further action to take regarding the rv lead. This product remains in service. No adverse patient effects were reported.